Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room, two days post implant, with pleuritic chest pain and suspected right ventricular (rv) lead dislodgement. The lead was found to have perforated. And appeared to be in the pericardial space. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.